Manufacturer narrative:
The condition of failure code 403:317:871:0000 was confirmed due to a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). A service history review revealed that this device has only been serviced before for recertification. A device history review revealed that the device failed the accuracy reading during manufacturing. The pump head module was replaced and the pump passed all subsequent testing.

Event description:
During product evaluation by baxter service personnel, a colleague infusion pump was found with failure code 403:317:871:0000 which interrupted delivery. There is no patient involvement, injury, or medical intervention. This device utilizes user interface module master software version 5.09.90 categorized as unremediated.